Event description:
It was reported that during a laparoscopic cholecystectomy procedure, surgeon was clipping the cystic duct when the clips were not loaded into jaws all the way, clips were not closing all the way, and clips scissored, nurse said patient had some bleeding due to medical condition, not due to issue with devices. Customer said it is unknown which firings, there was no cholangiogram done, devices were not fired over another clip/hard structure, no resistance was felt when firing, and no unusual noises were heard. The case was completed with a fourth device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip jammed in jaws and in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 15 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.